Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized several times due to low blood glucose with lows of about 30 mg/dl or lower at the time of the incidents. The customer was given intravenous fluids, sugar, glucagon, and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined since they believe sensors will help them avoid lows. Customer also mentioned upgrading to the 630g pump that can be used with sensors. The insulin pump will not be returned for analysis.